Manufacturer narrative:
The endoscope involved with this complaint was received for device evaluation. Failure analysis investigation confirmed the reported complaint. The endoscope was analyzed and found to have distal tip straightness, damaged/cracked sapphire distal window, corrosion or physical damage to ic emi fingers, a missing screw, and I-beam cracks or damage/optical module damage. The endoscope could not be repaired and has been scrapped.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, a small screw at the head of the endoscope was loosened and could not be found. The procedure was completed with no reported injury.